Event description:
It was noted that the device was not giving the patient "anything" and that it was "dead". It was noted that the patient saw a poor communication screen on their programmer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device used for off label indication. The indication device used for was peripheral neuropathy. Product ID 3037 lot# serial# (B)(4); product type programmer, patient product ID 3889-28 lot# v662598, implanted: 2011 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient programmer (pp) displayed a ¿call your doctor¿ icon and the patient was unable to make adjustments both with or without the antenna attached. The patient couldn¿t however recall seeing a code with this icon. The reporter indicated that the patient was seen by his healthcare provider (hcp) who stated that it wasn¿t the ¿remote¿ but it was rather the implanted battery that was the ¿issue¿. It was noted that ¿nothing further was checked¿ and the patient was given medication to help with symptoms. However, the medication did not help with the symptoms. The patient experienced a loss of therapeutic effect and was reportedly ¿back to having accidents¿ which started over a month prior to the report. Additionally the patient was not feeling stimulation. It was noted that the patient¿s device had not worked in over a month. When an attempt was made to synch the implantable neurostimulator (ins) with the pp, a ¿splash screen¿ icon was displayed. The reporter indicated that the ¿remote¿ wasn¿t working and the patient had had issues with the pp that started over a month prior to the report. It was noted that the patient needed ¿a new battery or something¿. The reporter indicated that the patient was going to try a new set of batteries to the programmer. If additional information becomes available, a follow-up report will be submitted.